Event description:
It was reported that the patient had a reaction to the nti-omni splint night guard that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. "However, it is noted that the patient experienced bumps,redness, and a rash on the inside lips and tip of her tongue." The device was worn for two (2) nights (exact dates unknown). There are allergies noted, but none listed specifically.

Manufacturer narrative:
The device has been returned. When the investigation is complete, a supplemental report will be submitted.